Manufacturer narrative:
(B)(6). H3: one device was returned for repair with complaint there was cassette not connected correctly error. Investigation of the service history of this device shows that this device has been not in for service in the past 12 months. Visual/functional testing was performed. The downstream occlusion (dso) rubber was delaminated. The dso sensor was nonfunctional (does not recognize the cassette) and needs to be replaced. Complaint was confirmed.

Event description:
It was reported there was cassette not connected correctly error. There was unknown patient involvement.